Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, unable to issue medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist found user was unable to issue the medication. After remoting in, the client was instructed to log out completely. Once the user logged back in and was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, unable to issue medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.